Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an sweden-lakemedelsverke user report which reported the following information: a customer reported receiving low glucose results from an abbott diabetes care (adc) device "the patient noted during the day that freestyle libre showed constant low blood sugar. Took no insulin, added carbohydrates without effect. In the evening felt that blood sugar was high, urinated a lot, measured capillary blood sugar 27.1 mmol/l at the same time as freestyle libre showed 3.4."abott diabetes care successfully reached the reporter, however further pertinent information to case was not obtained. Based on the information provided, there was no report of serious injury associated with this event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.